Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the clinical sales representative (csr) called in from off-site creating 3-way call with the surgeon to report system faults on the right-hand master tool manipulator (mtm). The surgeon stated that they had disconnected one of the consoles, but were still having issues. The technical support engineer (tse) viewed the system logs and noticed a 32145 error. The tse had the site perform a hard power cycle on the system and reconnect both consoles. The site performed this and the right mtm faulted on console 2. The surgeon disabled the right mtm and moved over to the other console. The tse stayed on the line until instruments were installed and the surgeon was proceeding. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right master tool manipulator (mtm) due to the 32097 errors. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.